Event description:
(B)(6) study. It was reported intervention was performed for peri device leak. On (B)(6) 2018, patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman laa flx closure device was successfully implanted. A complete seal was noted with deployed diameter of 24mm. The following day, patient was discharged with aspirin and rivaroxaban. On (B)(6) 2019, a small leak around the device was noted. On (B)(6) 2019, a continuous small leak was still present. On (B)(6) 2019, transesophageal echocardiogram revealed a 2 mm leak around the device. That day, the patient was hospitalized and underwent a procedure for placement of embolization coils. The coils were deployed to the area behind the leak until no further flow was noted on ultrasound. Procedure was successfully completed and the event was considered resolved. Patient was discharged the following day on 81mg aspirin and 2.5 mg of apixaban.